Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel of below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.